Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was returned for evaluation. The battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed that a controller fault alarm was logged on 28-apr-2021 at 20:36:49. Review of the data log file revealed that, leading up to the controller fault alarm, battery had been the primary power source since 11:03:47. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a relative state of charge (rsoc) value of either 100% or 97%. Since the reported rsoc value did not decrease, the controller did not switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. Further investigation using a representative sample revealed that the reported event can be replicated by exposing the battery to electrostatic discharge (esd). As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a battery malfunction due to an esd event, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. CAPA pr00519785 is investigating battery issues related to esd. Bat905253 h3: yes h6: img code(s): g02002 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02013 h6: FDA conclusion code(s): d06 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 6935m62 lead, implant date: (B)(6) 2016, dvfb1d4 ICD, implant date: (B)(6) 2016 .additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog # 1650de, expiration date: 31-oct-2021, serial # : (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 15-oct-2020, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to a capacity reporting issue with one of the batteries. The patient replaced their controller with their back-up controller while at home without consultation. The battery remains in use. No patient complications have been reported as a result of this event.